Event description:
Newborn with an oral-gastric feeding tube. Tube was removed for weekly tube change. On removal, nurse noted that tip was just barely connected. Tip easily disconnected when checked.